Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge her scs system as recommended by the manufacturer. As a result, the charging system was unable to locate the ipg as well as the patient programmer displayed an error message. Follow-up identified surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.